Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small amount of noise oversensing was observed on the right ventricular (rv) lead at implant. The header pins were re-seated to the lead several times. The header pins and setscrew appeared to be fully seated. The pocket was closed and the lead remains in use. No patient complications have been reported as a result of this event.